Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was between 50 mg/dl and 67 mg/dl in the middle of the night. The patient treated with gatorade. She had been using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was initiated for the hypoglycemia. There were no priming anomalies that occurred during their most recent infusion set change. The patient also changed their reservoir every 6 days as recommended. However, the customer declined to perform the rest of troubleshooting. The insulin pump was not returned for analysis.